Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 346mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump battery was depleting quickly which resulted in the pump shutting off. Additionally, the customer received occlusion alarms. No additional patient or event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.